Event description:
Customer reported that the insulin pump is stuck in the rewind sequence. Customer stated it goes back to the rewind menu. Customer stated her blood glucose was getting high and needed to deliver a bolus. Customer was very upset; she stated she did not have any more insulin besides the one in the reservoir in use. Customer was assisted on disconnecting, rewinding and completing prime. Customer received a low reservoir alarm; she was instructed to clear out the alarm and deliver the bolus. Customer wanted to hang up and did not provide a blood glucose value. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.